Event description:
Introducer needle was defective/broken during central venous catheter insertion. The patient is a 25-year-old female with remote history of seizure, and heart murmur, and recent viral infection was brought in by ambulance for cardiac arrest. As per reports patient became unresponsive with bladder incontinence this morning. Husband started cardiopulmonary resuscitation and called 911. Patient was found to be in v-fib arrest by emergency medical services status post 2 shock then she went into svt (supraventricular tachycardia), amiodarone was started. Upon arrival to ER (emergency room) patient coded in the ER, heart rate went up to a narrow complex svt 220 bpm, electrocardiogram with st depression, cardiology and electrophysiologist were consulted, ECMO (extracorporeal membrane oxygenation) was activated, she was not a candidate at this time. Of note CT brain showed small acute subarachnoid hemorrhage. Near-infrared was called. Computed tomography angiography brain was ordered. CT chest was negative for pulmonary embolism however showed scattered alveolar opacities seen bilaterally may reflect atelectasis and or multifocal pneumonia.